Manufacturer narrative:
Catheter: model # 8709, lot # j11328r31, implanted: (B)(6) 2002, explanted: unk; 8578 sc connector: serial # (B)(4), implanted: (B)(6) 2012, explanted: unk. Unk programmer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an error in the programming after a pump replacement. This was discovered when the programming strips were reviewed after the replacement. Per the reporter, the actual drug concentration in the pump was 1500mcg/ml and the concentration that was programmed was 2000mcg/ml which resulted in the patient being under-dosed. Patient had no therapy issues at that time. The health care provider (hcp) planned to correct the programming on the day of the report. It was later reported that the patient was a little "stiff" on post op day 1. No further complications had been noted per managing clinic. The pump contained lioresal.